Event description:
During the evaluation of the unit in 2005 the reported failure of no audio was confirmed. The failure was isolated to the upgrade speaker. This issue was addressed by remedial action z-0664-05. An additional cause was identified. The additional cause was the main pcb. This failure is not addressed by remedial action z-0664-05.